Manufacturer narrative:
An image received from the field showed considerable damage to the underside of the impella box exterior with bending and crumpling. In the same area, it appears that the seal label was compromised. Therefore, the cause of the package issue was a damaged label. It is likely that the label was damaged during shipment. This report is being filed as part of a retrospective review of historical records.

Event description:
The hospital reported that one of the two impella 5.0 packages that were shipped via fedex was received damaged on arrival, stating that "the box looks battered and has been opened". A replacement device was requested. There was no patient involvement.